Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the battery on the insulin pump is lasting less than usual and they have had to change the battery every 12 hours in three days. Customer's blood glucose at the time is unknown but was 18 mmol/l at the time of the call due to the insulin pump going blank without a weak battery alert. It was advised the battery cap would be replaced, to revert to a back-up plan if needed and call back if issue persists with new cap.